Event description:
Event description boston scientific crm received information that during a lung procedure, this pacemaker exhibited high rate pacing due to electromagnetic interference from either surrounding diagnostic equipment or an electrocautery device. There was likely intervention to address the high rate pacing.